Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the display screen was dim and discolored. The audio bolus button was missing from the pump. Unrelated to these issues, the display lens film was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the audio bolus button was missing. This report is made based on results of investigation completed on 10/14/2015.